Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the main lamp not lighting could be the result of the lamp housing fan was defective though, the phenomenon was not reproduced in the repair department. In addition the, maj-1933 cable connection from video processor connect to light source was working intermittently, although a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device."

Event description:
A user facility reported to olympus that the main lamp went out and the spare lamp came on during a procedure. The intended procedure was completed after a 20 minute delay. There was no adverse affect to the patient attributed to the delay. The procedure was completed after moving to another procedure room and using similar equipment. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. However, it was noted that the lamp housing fan failed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.